Event description:
It was reported that stent damage occurred. The target lesion was located in a left anterior descending artery. A 2.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. It was found out that the tip of the stent was kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a left anterior descending artery (lad). A 2.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. It was found out that the tip of the stent was kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status is stable. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified lad. It was further reported that only the delivery catheter was kinked.

Event description:
It was reported that stent damage occurred. The target lesion was located in a left anterior descending artery (lad). A 2.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. It was found out that the tip of the stent was kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status is stable. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified lad.

Manufacturer narrative:
B5: describe event or problem.